Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe 1ml ll had volumetric accuracy issues. The following information was provided by the initial reporter: material no.: 309628, batch no.: unknown. It was reported that the 1ml syringe pulls up .9ml. Per pir: we normally use the bd 1ml syringe and recently depleted our stock on these and started to use the medline 1ml syringe as a sub. Once we started to use these we were receiving complaints that they weren¿t the same amount as the bd syringe that it wasn¿t the same. So we did our own experiment and pulled up 1ml with both syringes and the medline one did have 1ml, the bd one had .9ml and then we tried the bd 3ml syringe and that pulled up 1ml.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll had volumetric accuracy issues. The following information was provided by the initial reporter: material no.: 309628 batch no.: unknown it was reported that the 1ml syringe pulls up .9ml. Per pir: we normally use the bd 1ml syringe and recently depleted our stock on these and started to use the medline 1ml syringe as a sub. Once we started to use these we were receiving complaints that they weren¿t the same amount as the bd syringe that it wasn¿t the same. So we did our own experiment and pulled up 1ml with both syringes and the medline one did have 1ml, the bd one had .9ml and then we tried the bd 3ml syringe and that pulled up 1ml.